Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report.

Event description:
The nurse opened a shevran of 15 x 15 cm aquacel ag extra dressing and noted the dressing was misshaped and had a piece of red tape sandwiched between two halves of the dressing.